Manufacturer narrative:
Insulin pump received with cracked or bleeding lcd glass. Unable to perform self-test and displacement test due to cracked or bleeding lcd glass. Insulin pump had cracked lcd window, cracked case at display window corners. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the display of the insulin pump was cracked. The customer¿s blood glucose level was unknown. The device will be return for analysis.